Manufacturer narrative:
A review of analyzer data showed that the gear pump head of the analyzer was overdue for replacement. The analyzer data showed that there were sample quality related alarms. Quality control data for the last 90 days did not show any abnormalities. A quality issue with the analyzer or reagent can be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The reagent lot number and expiration date were requested but not provided. The customer stated they have not had any further issues and they declined a service visit. The investigation is ongoing. Medwatch field e1 facility name was provided as " (B)(6) hospital .

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The patient sample initially resulted in a troponin t value of 156 ng/l. A second sample collected from the patient resulted in troponin t values of 5.34 ng/l and 5.87 ng/l. Due to the results of the second sample, the clinician questioned the initial value of the complained sample. The complained sample was repeated twice, resulting in troponin t values of 5.35 ng/l on the original analyzer and 5.87 ng/l on a second analyzer.